Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon leaked when being inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the balloon leaked when being inflated. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found the catheter bent. A functional evaluation found the balloon inflated without problems but was not able to hold pressure due to a pinhole in the balloon located approximately at 90 mm from the tip of the device which produces the leak. Microscopic evaluation also indicates the balloon had a pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The returned device was inflated without problems; however, it was not able to hold pressure due to a pinhole located approximately 90mm from the tip of the device. It is possible that the pinhole found on the balloon occurred due to procedural factors such as excess pressure or interaction with other devices, or anatomical factors. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the pinhole. Additionally, the kinked found on the catheter occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Therefore, the most probable root cause is adverse event related to procedure.